Event description:
It was reported that high impedance warning message was observed during an office visit. The physician did not suspect any recent trauma contributing to the high impedance. It was also reported that the patient was experiencing an increase in seizures and the vns magnet was no longer effective in aborting the patient's seizures. This appeared to be occurring at the same time as the high impedance. X-rays were performed and the radiologist did not observe anything unusual however these x-rays have not been reviewed by the manufacturer to date. The patient returned to the office a week later where a diagnostic test was performed and confirmed the high impedance. The vns was then disabled and the patient was referred for a lead replacement. At surgery the surgeon attempted to reinsert the lead pin into the generator however the high impedance did not resolve. Therefore it appeared that the likely cause of the high impedance was a lead fracture and not a connection issue between the lead and generator. The lead was then replaced and the high impedance resolved. The explanted lead has not been received to date.

Event description:
The explanted lead was received by the manufacturer and is currently pending product analysis. X-rays of the patient prior to the replacement was received and reviewed by the manufacturer. The placement of the generator was observed to be normal and per labeling. However it was observed that the lead had not been placed with strain relief methods recommended in labeling. Additionally, a sharp angle was observed in the portion of the lead in the neck. A second location appeared to potentially have a sharp angle as well however this could not be confirmed with the images provided. Based on the x-rays received the cause of the high impedance could not be confirmed however it appeared that the observed sharp angle may be contributing. It was noted that a portion of the lead was behind the generator and therefore could not be fully assessed. Therefore the presence of a fracture in this portion of the lead or a micro-fracture in any part of the lead cannot be ruled out.

Event description:
Analysis was completed on the lead. The lead was received in 3 portions that included the connector pin and electrodes. Set screw marks were confirmed on the connector pin, indicating good contact between lead and generator at one time. The lead tubing appeared compressed in several locations. At one portion of the lead there was dried bodily fluid inside the outer tubing and along with an abraded opening in the outer tubing. Both quadfilar coils appeared to be kinked and one coil appeared to be fractured. Scanning electron microscopy was used to evaluate the coil and pitting was observed at the point of the fracture. The pitting indicates that stimulation was being provided after the coil fractured. The analysis was able to confirm the presence of the lead fracture.